Manufacturer narrative:
(B)(4). The customer reported a vague test failure. There was no reported pt involvement. New information became available on (B)(6), 2011 that makes this complaint reportable. The local field service engineer (fse) provided details on the evaluation of the device. The fse explained that the device did not appear to deliver the selected energy. The problem was intermittent. Multiple parts were replaced to resolve the problem. The device passed all performance tests and was returned to use. We will consider this to be a malfunction of either the control pca or optical switch. Since both assemblies were replaced we were unable to determine which part caused the failure. The optical switch was scrapped and unavailable for evaluation.

Event description:
The customer reported a vague test failure. There was no reported pt involvement. New information became available on (B)(6), 2011 that makes this complaint reportable. The local field service engineer (fse) provided details on the evaluation of the device. The fse explained that the device did not appear to deliver the selected energy. The problem was intermittent.